Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no rupture observed. Additional observations: crease fold, cloudy observed in the gel and yellow particles observed on the device.

Event description:
Healthcare professional reported right side rupture, swelling, "change in externally right breast shape," and pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, swelling, "change in externally right breast shape," and pain. The device has been explanted.